Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set cannula was bent caused occlusion alarm due to the blockage is likely at the site event on (B)(6) 2026. The site of insertion was abdomen.